Manufacturer narrative:
The device was returned to zoll medical canada and review of the device logs showed messages indicating ECG monitor failure. However, the device was put through extensive testing including full functionality testing and ECG stress testing without duplicating the report. The defib connector was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.